Event description:
Customer reported 2 patient samples with a history of anti-k gave unexpected negative results when tested in capture r ready screen pooled (crrs) on galileo. Positive results were observed with diamed gel.

Manufacturer narrative:
The customer's returned samples were tested by tube method using retention panocell-16, lot 16386: both samples only demonstrated reactivity at the iat phase of testing. The returned samples were tested on an in-house galileo using returned and retention crrs pooled lot cw193, and retention lot cw196. One sample reacted negative with all products; one sampe reacted weak positive to positive with all products. The reactivity of the k antigen was confirmed on returned and retention lot cw193 and retention lot cw196.